Event description:
Procedure type: thoracotomy. According to the reporter: the pt developed an air leak post op and was hospitalized for a minimum of 8 days and sent home with a heimlich drain.

Manufacturer narrative:
(B)(4).